Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Stryker orthopaedics is a distributor of this device, which is manufactured by osartis. The manufacturer has responsibility for regulatory decisions and MDR/mir reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel. Device not available.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2018 the patient underwent a right total knee arthroplasty using simplex hv bone cement. It is further alleged that he had to undergo a revision surgery due to alleged loosening.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2018 the patient underwent a right total knee arthroplasty using simplex hv bone cement. It is further alleged that he had to undergo a revision surgery due to alleged loosening.

Manufacturer narrative:
Reported event: an event regarding loosening involving a simplex cement mix was reported. Conclusions: the reported device is an OEM product. OEM supplier investigation results ref # (B)(4). Immediate action: control of batch documentation. Root cause: patient-specific cause. Final risk assessment: in order to rule out a product defect, the batch documentation was checked. During testing, no deviations were found, so that a product-specific cause can be excluded. Based on clinical data from published literature, aseptic loosening is a known common complication associated with joint replacement with or without bone cement, which have a variety of causes, e.g. The surgical method or patient behavior. Since it is not known whether the surgical techniques recommended in the IFU were used, no statement can be made as to whether this an influence on loosening of the joint. For this reason, no further actions will be done. Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by the OEM. H3 other text: device not available.